Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument loaded fine, but it had issues with attaching the clip. Clipping action was not working. The customer eventually got the instrument to seat correctly. The procedure was completed and there was no patient injury.

Manufacturer narrative:
Intuitive received the part associated with this complaint and the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip clip test was performed and was able to clip. However, the instrument would not release the ligation clip. One side of the clip, remained stuck on the clip applier groove. The instrument was found with one grip slightly bent. The damage was found at the clip groove. As a result, the clip applier instrument could not release the ligation be properly upon performing a clip function. This type of failure is typically associated with mishandling, such as applying excessive force to the grips during clip installation. This device was used in the same procedure as the device reported with a patient identifier of (B)(6).